Manufacturer narrative:
Unit's driver block did not engage into the lead screw due to stripped threaded segment, which prevented further testing.

Event description:
The customer reported high bgs and stated that he has primed, but the insulin did not exit. Troublsehooting was performed. The customer noticed that the reservoir has not gotten lower since the infusion set was changed. In addition, the customer indicated that he had an a-35 alarm. Few days later, the customer called back and reported that the pump was not delivering insulin.